Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the display faded out. A printed circuit board was loose.

Event description:
The programmer was returned to the manufacturer for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.